Manufacturer narrative:
On 7/1/2020, the product investigation was completed. Device evaluation details: the received catheter was inspected and it was found a hole on pebax and reddish brown material can be observed inside of it as well as the rocker arm is detached. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30335191l number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation. However, the identified blood inside the pebax area could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, and it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was connected to patient interface unit (piu) for mapping and ablation. When the distal electrode signal of the thermocool® smart touch® sf bi-directional navigation catheter was flat on the left atrium (la) body, they clicked zero but the force value was high. An error message of ¿(106) force catheter sensor error.¿ first, zeroing was done again. Second, replaced the map cable to check the problem of the cable. Third, the patient interface unit (piu) was rebooted for checking the recognition problem. However, the event was continued. Finally, replaced the thermocool® smart touch® sf bi-directional navigation catheter to a new one and then error message was gone. The force value was normal range. The procedure continued. There was no patient consequence reported. The customer¿s reported high force and force sensor error ¿106¿ are considered not MDR reportable since the issues are highly detectable. The potential risk that these could cause or contribute to a death or serious deterioration in state of health is remote. On 5/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found a reddish material in the pebax and the rocker is detached. The issue of the reddish material in the pebax is considered not MDR reportable since there is no indication that the intergrity of the device was not maintained. The issue of the broken rocker arm is highly detectable and catheter can't be used. As such, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/24/2020, during a second visual analysis, a hole was found on the pebax and a reddish brown material was observed inside. The rocker arm was also detached. These findings were reviewed and determined the issue of a ¿hole¿ in the pebax is an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 05/24/2018 and reassessed this complaint as MDR reportable.